Event description:
It was reported during the implant procedure of this transcatheter bioprosthetic aortic valve via the right femoral access into a pr e-existing non-medtronic stenosed transcatheter aortic valve, a balloon valvuloplasty of the pre-existing valve was first performed. The delivery catheter system (dcs) repositioned the medtronic valve twice due to a high position. The medtronic valve was successfully implanted valve-in-valve. A post-implant balloon dilatation occurred due to frame underexpansion. At some point, complete heart block developed. Temporary transvenous pacing (tvp) was required. Reintubation occurred and prolonged intubation occurred. A permanent single chamber leadless pacemaker was implanted the same day as the valve implant. The physician indicated the event was causal to the index implant procedure and valve and possibly related to the dcs. This complete heart block event resolved 2 days following onset. The day following the valve implant cardiogenic shock was identified. A transthoracic echocardiogram (tte) was performed and noted the right ventricle (rv) was moderately dilated with a reduced low ejection fraction of 15% and non-ischemic cardiomyopathy (nicm). A diagnostic angiogram noted normal coronary arteries. The valve-in-valve peak and mean gradients measured 8 millimeters of mercury (mm hg) and 4 mmhg, respectively. The reported heart failure with low ejection fraction was likely due to an acute injury in context of the transcatheter valve revision and pacemaker placement. Intravenous medication was administered with support of an inotrope and vasodilator. The cardiogenic shock was reported as causal to the valve implant procedure and valve and possibly related to the dcs. The cardiogenic shock resolved with sequelae 5 days following onset which was 6 days following the valve implant procedure. Two days following the valve implant altered mental status occurred. Neurology was consulted due to difficult extubation, difficulty in following commands, and an abnormal head computed tomography (CT) scan. There was concern for acute ischemic infarct, stroke. There was a suspected cortical infarct likely related to procedural entities versus a low ejection fraction. An electroencephalogram (eeg) was performed. A brain magnetic resonance imaging (MRI) without contrast was required for further evaluation. Unspecified medication was delivered intravenously. The physician indicated a causal relationship to the implant procedure, valve, and delivery catheter system (dcs). A possible relationship to the compression loading system (cls). Three days following the valve implant procedure hypercarbaric respiratory failure occurred in the setting of additional anxiolysis. Intravenous mediation was administered. The physician indicated it was unknown if the hypercarbaric respiratory failure. This condition led to the patient¿s death 14 days following the valve implant. The death was reported as non-cardiac. The respiratory failure and death were reported as causal related to the valve implant procedure and valve. Hospitalization was prolonged as result of these events. Additional information received indicated that one day following the valve implant, acute kidney injury (aki) was diagnosed. Creatinine was measured at 1.7 milligrams per deciliter (mg/dl) and lactate at 2.2 millimoles per liter (mmol/l). Due to the aki, renal perfusion was optimized, medication was dosed appropriately, and nephrotoxin were avoided. Aki was reported as resolved two days after onset. The physician indicated the aki was causal to the index implant procedure and not related to the valve, cls and dcs. The stroke was confirmed and the head CT was concerning for acute ischemic infarct. The death certificate included a cause of hypercarbic respiratory failure with secondary causes of stroke, and heart failure. No autopsy was reported.

Manufacturer narrative:
Corrected data: b5 - edited the first paragraph b6 - edited the laboratory data updated data: a1pt. Identifier b5 - added second paragraph h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (unknown lot); product type: 0195-heart valves; implant date n/a ; explant date n/a continuation of d10: product ID l-evolutfx-2329; product lot/serial number (B)(6); product type: compression loading system; implant date n/a; explant date n/a product ID meier wire; product lot/serial number unknown; product type: guidewire; implant date n/a; explant date n/a product ID sapien 3 ultra resilia; product lot/serial number (B)(6); product type: transcatheter heart valve; implant date (B)(6) 2024; explant date n/a product ID micra leadless pacemaker; product lot/serial number unknown; product type: permanent pacemaker; implant date (B)(6) 2026; explant date n/a h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during the implant procedure of this transcatheter bioprosthetic aortic valve via the right femoral access into a pr e-existing non-medtronic stenosed transcatheter aortic valve, a balloon valvuloplasty of the pre-existing valve was first performed. The delivery catheter system (dcs) repositioned the medtronic valve twice due to a high position. The medtronic valve was successfully implanted valve-in-valve. A post-implant balloon dilatation occurred due to frame underexpansion. At some point, complete heart block developed. Temporary transvenous pacing (tvp) was required. Reintubation occurred and prolonged intubation occurred. A permanent single chamber leadless pacemaker was implanted the same day as the valve implant. The physician indicated the event was causal to the index implant procedure and valve and possibly related to the dcs. This complete heart block event resolved 2 days following onset. The day following the valve implant cardiogenic shock was identified. A transthoracic echocardiogram (tte) was performed and noted the right ventricle (rv) was moderately dilated with reduced a low ejection fraction of 15% and non-ischemic cardiomyopathy (nicm). A diagnostic angiogram noted normal coronary arteries. The valve-in-valve peak and mean gradients measured 8 millimeters of mercury (mm hg) and 4 mmhg, respectively. The reported heart failure with low ejection fraction was likely due to an acute injury in context of the transcatheter valve revision and pacemaker placement. Intravenous medication was administered with support of an inotrope and vasodilator. The cardiogenic shock was reported as causal to the valve implant procedure and valve and possibly related to the dcs. The cardiogenic shock resolved with sequelae 5 days following onset which was 6 days following the valve implant procedure. Two days following the valve implant altered mental status occurred. Neurology was consulted due to difficult extubation, difficulty in following commands, and an abnormal head computed tomography (CT) scan. There was concern for acute ischemic infarct, stroke. There was a suspected cortical infarct likely related to procedural entities versus a low ejection fraction. An electroencephalogram (eeg) was performed. A brain magnetic resonance imaging (MRI) without contrast was required for further evaluation. Unspecified medication was delivered intravenously. The physician indicated a causal relationship to the implant procedure, valve, and delivery catheter system (dcs). A possible relationship to the compression loading system (cls). Three days following the valve implant procedure hypercarbaric respiratory failure occurred in the setting of additional anxiolysis. Intravenous mediation was administered. The physician indicated it was unknown if the hypercarbaric respiratory failure. This condition led to the patient¿s death 14 days following the valve implant. The death was reported as non-cardiac. The respiratory failure and death were reported as causal related to the valve implant procedure and valve. Hospitalization was prolonged as result of these events.